Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The cause of the bvvi was checksum error resulting from code corruption due to unknown cause. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation the device exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2018. The patient was stable during and after the procedure.